Event description:
It was reported to philips that there was no display on the flexvision monitor. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of event occurrence. The philips field service engineer (fse) examined the system onsite and confirmed that that the no display on the flexvision monitor. Review of system log file confirmed the flexvision malfunction. Upon troubleshooting fse identified, in the reinstall system devices tab the flex viewing pc for flex vision was red and offline. The fse reloaded software but an error displayed on the tsm after completion. Later, philips engineer replaced flex vision pc. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.